Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: fns antirotation screw (part#: unknown, lot#: unknown, quantity: 1), fns bolt (part#: unknown, lot#: unknown, quantity: 1), lockscr ø5 self-tap l50 tan (part#: 412.219s, lot#3l20712: unknown, quantity: 1).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary : investigation flow: device interaction/functional. Visual inspection: the neck fix plate 1-ho tan (p/n: 04.168.000, lot #: 3l89252) was returned and received at us cq. Upon visual inspection, it was observed that the plate was returned assembled with anti-rotation screw (p/n: 04.168.495) and bolt (p/n: 04.168.295). The proximal internal threads on the plate hole used to secure the locking screw were damaged in a manner consistent with screw extraction by drilling the screw head to remove it from the shaft, which aligns with what was reported in the complaint description. This damage prohibited an assessment of the reported allegation of cold-welded screw threads. The anodized layer was partially missing. The distal threads were still intact and no signs of cold welding was observed. There were few scratched/ nicked spots all over the body but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: a complete functional test cannot be performed at cq as no all mating devices were returned. How ever the returned bolt and anti-rotation screw were able to assemble and disassemble as intended. Can the complaint be replicated with the returned device? Unable to return. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design and received condition of the device. Document/specification review : based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint is not confirmed. Investigation conclusion : the complaint condition was not confirmed for the neck fix plate 1-ho tan (p/n: 04.168.000, lot #: 3l89252) as no signs of cold welding were observed and the locking screw was not returned. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 04.168.000 (component 60123890), lot: 3l89252, manufacturing site: grenchen, release to warehouse date: april 10, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.168.095s, lot: 5l06849, manufacturing site: (B)(4), release to warehouse date: june 19, 2019, expiry date: june 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the surgeon explanted the fns system from the patient due to concerns of cold welding of the angle-stable femoral screw. It was necessary for the surgeon to drill. There was no surgical delay. The procedure was successfully completed. The patient was reported as stable. The original surgery for implantation was performed on (B)(6) 2019. There is no further information available. Concomitant device reported: unk - nail head elements: fns antirotation (part#: unknown, lot#: unknown, quantity: 1), unk - nail head elements: fns bolt (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) femoral neck system implant kit/ length 95mm sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) femoral neck system plate 1 hole.